Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No unexpected bolus deliveries or bolus anomaly noted.

Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that the blood glucose reading was 29 mg/dl. The insulin pump bolused 8.2 units of insulin. Customer stated that she did not program the bolus. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.